Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive menstrual cycle and abnormal symptoms") and back pain ("severe back pain"). The patient was treated with surgery (bilateral salpingectomies and/or hysterectomy to remove the essure device.). Essure was removed in (B)(6) 2012. At the time of the report, the abdominal pain, menorrhagia and back pain outcome was unknown. The reporter considered abdominal pain, back pain and menorrhagia to be related to essure. The reporter commented: patient sought medical attention from her health care providers for the forgoing symptoms. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 30 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2010, the patient had essure inserted. An unknown time later she experienced abdominal pain (seriousness criterion intervention required), heavy menstrual bleeding ("excessive menstrual cycle and abnormal symptoms") and back pain ("severe back pain"). The patient was treated with surgery (bilateral salpingectomies and/or hysterectomy to remove the essure device.). Essure was removed in (B)(6) 2012. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, back pain and heavy menstrual bleeding to be related to essure administration. The reporter commented: patient sought medical attention from her health care providers for the forgoing symptoms. Discrepancy regarding the essure insertion and removal dates. Insertion date: (B)(6) 2012 and removal date: (B)(6) 2022. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: the following information were added: patient's date of birth and essure's indication. The imdrf codes were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("severe abdominal pain") in a 30 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of anemia and pelvic pain in 2022. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced abdominal pain (seriousness criterion intervention required), heavy menstrual bleeding ("excessive menstrual cycle and abnormal symptoms") and back pain ("severe back pain"). The patient was treated with surgery (bilateral salpingectomies and/or hysterectomy to remove the essure device). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, back pain and heavy menstrual bleeding to be related to essure administration. The reporter commented: patient sought medical attention from her health care providers for the forgoing symptoms. Discrepancy regarding the essure insertion and removal dates. Insertion date: (B)(6) 2012 and removal date: (B)(6) 2022. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: reporter information, medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.